Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. However, the implant stickers for the implantation and revision surgery were provided. Based on these stickers, the reported event can be confirmed. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient had an initial hip replacement. Subsequently, two weeks post implantation, experienced a periprosthetic fracture and revision surgery was performed. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14 item# 00877503201 lot# 3133012. 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners item# 00875304801 lot# 65433673. 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell item# 00875200832 lot# 65310435. Uncemented single pack dome hole plug item# 00875300001 lot# 65377200. G2. Report source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records for the implantation surgery were provided and reviewed by a healthcare professional with the following findings: the procedure was performed via a lateral approach. The patient demonstrated good range of motion (rom) intraoperatively. No complications were observed. Postoperative x-ray confirmed correct implant placement and satisfactory alignment of the femur. Medical records leading up to as well as for the revision surgery were provided and reviewed by a healthcare professional with the following findings: the patient reported pain while walking with partial weight-bearing using a walker. An x-ray showed a spiral burst fracture due to osteoporosis with femoral implant impaction, and revision surgery with a hook plate was planned. After this, revision surgery was performed using the previous incision. The uncemented stem was removed, the vancouver type b2 periprosthetic fracture was reduced with a gtr plate, screws, and bone matrix, and a new cemented femoral stem with a ceramic head was implanted. A drain was placed, and the surgery was completed without complications. Based on the available information, the reported event can be confirmed. However, the outcome of the investigation remains unchanged. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had and initial right total hip arthroplasty. Subsequently, two weeks post implantation, experienced a periprosthetic fracture to the grater trochanter and revision surgery was performed. The head and stem were exchanged for a cemented one, a hook plate and screws, bone matrix and distal centralizer. The shell and liner remained implanted. Diligence is completed and no further information on the reported event has been provided.